Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that the pump was alarming/beeping. The patient had been sent a discharge letter and never received it. Her pump appointment was last week and she had no idea that she was discharged until she tried to go to her refill appointment, so she missed a scheduled refill visit. The pump started single beep alarming on (B)(6) 2016. The prior managing hcp (healthcare professional) was trying to see if they would refill it one more time since the pump alarm was going off and the patient never received the discharge letter, but they weren't sure if this was an option. The patient was concerned about "what is coming" if the pump didn't get refilled in time; she knew what could occur if the pump ran out of medication and she didn't want that to happen. It was unknown when the pump would run out of medication. The patient was looking for a new pump managing physician. The patient didn't have a primary care physician. The patient didn't have any symptoms yet. The drug in the pump and steps taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.